Manufacturer narrative:
The impella device was not received from the customer as it continues to support the patient. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that during implantation of an impella 5.5, a patient experienced ventricular tachycardia (vt) which required cardioversion. The patient had been going into vt numerous time prior to impella support. The impella was intentionally kept shallow in an abundance of caution. The patient continued to experience vt multiple times while on impella support and continues to remain on support.

Manufacturer narrative:
The investigation has been completed. No product was returned. In order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details.